Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the following led to the malfunction: the cause was failure of the low voltage differential signaling printed circuit board. We could not presume the cause of failure of the board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed along with intermittent image noise due to a faulty low voltage differential signaling printed circuit board. Other evaluation findings are as follows: there was heavy dust inside the unit; the front panel and the power switch were cracked; and the net spacer was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the image was not displayed on the video system center's monitor screen during preparation for a diagnostic endoscopy procedure. The procedure was completed with no delay using a similar device. There was no report of patient harm.